Manufacturer narrative:
Product ID 977c165 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd 2021 (B)(6), UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977c165 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd 2021 (B)(6), UDI# (B)(4) fdp code (B)(4) no longer applies to the system. Note: refer to regulatory report #3004209178-2018-04921 submitted on 2018 (B)(6). The referenced report pertains to the same issue reported in this report. Upon further review, it was determined that these two reports are related. If further information is obtained, it will be submitted through this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). The rep reported the lead was being revised due to poor initial placement. The cause of the issue was that the lead would not slide up the midline. The rep reported pain symptoms were associated with the lead issue. A revision was scheduled for 2018 (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a healthcare professional (hcp) regarding an implantable neurostimulator (ins). The rep stated that the hcp had questions about revising a spinal cord stimulator (scs) surgical 565 lead. The hcp is looking for ideas on how to most effectively reposition this lead to the midline. Technical services stated that they could provide the 565 lead manual and redirected the rep to work with their field trainer. No further complications were reported/are anticipated.